Event description:
It was reported that device tip damage occurred. During preparation for a pulse field ablation procedure (pfa) a faradrive steerable sheath was removed from packaging and prepared for use. While being prepared, it was observed the tip of the faradrive steerable sheath was damaged and the physician exchanged the device for a new faradrive steerable sheath. No patient complications were reported.

Manufacturer narrative:
Device analysis upon receipt at a boston scientific (bsc) post market quality assurance laboratory, the faradrive sheath was analyzed by a bsc quality engineer. The faradrive steerable sheath was received with the dilator and both were microscopically and functionally examined. Microscopic inspection of the distal tip of the faradrive steerable sheath identified no abnormalities or defects. Microscopic inspection of the distal tip of the faradrive dilator revealed damage as a portion of the device edge narrowed the bore at the dilator tip. During functional evaluation, the faradrive steerable sheath was successfully deflected and the distal tip of the shaft was able to achieve and maintain its intended curvature. Based on analysis of the returned faradrive dilator the reported tip damage was confirmed. This faradrive dilator tip damage is consistent with the dilator becoming damaged during insertion into the faradrive steerable sheath, indicating that the dilator was compromised due to insertion and failed to withstand the sheath-dilator interface.

Event description:
It was reported that device tip damage occurred. During preparation for a pulse field ablation procedure (pfa) a faradrive steerable sheath was removed from packaging and prepared for use. While being prepared, it was observed the tip of the faradrive steerable sheath was damaged and the physician exchanged the device for a new faradrive steerable sheath. No patient complications were reported.